Manufacturer narrative:
The device was received for evaluation. The device was started and alarmed system error (se) 21503. Visual inspection identified the plunger driver was broken, away from and outside the pump; the flex was ripped into pieces. A service history review revealed the plunger driver assembly was replaced less than 12 months prior. The cause of the se was the damaged plunger driver. The plunger driver assembly would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the device alarmed system error 21503 (occlusion sensor railed failure) at start up. No additional information is available.